Event description:
It was reported that the patient's right ventricular lead exhibited oversensing. The oversensing was not reproducible. During the oversensing the patient did not receive therapy. The lead was explanted and replaced. The patient was stable throughout.